Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3715/8186398-distal, tg4015/05746388-proximal). The preoperative aneurysm diameter measured 57.7 mm. The aorta was tortuous (approximately 90 degrees) at the distal portion of the aneurysm. The patient tolerated the procedure without any reported issues. On (B)(6) 2010, a type iii disconnect endoleak was identified. The aneurysm diameter measured 48 mm. The cause of the type iii endoleak is unknown. On (B)(6) 2011, the aneurysm diameter measured 58 mm. It is unknown if the endoleak persisted. On (B)(6) 2011, the aneurysm diameter measured 61 mm. It is unknown if the endoleak persisted. The physician decided to monitor the patient. The next three annual follow-ups did not show aneurysm enlargement. It is unknown if the endoleak persisted.